Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Event description:
Customer reported via phone call that the sensor alarmed multiple calibration error alarms and change sensor alarms. Customer's blood glucose was 100 mg/dl and sensor glucose was 42 mg/dl. Threshold suspend had been triggered. After troubleshooting, customer was advised that the sensor will be replaced. Customer agreed to return the sensor for analysis.